Manufacturer narrative:
If implanted or explanted: give date: not applicable as this is not an implantable device. Initial reporter's phone number: (B)(6) it was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery the account had difficulties removing the viscoelastic from the patient's operative eye. This issue caused ocular hypertension problems in the patient, who was administrated with drops to treat the intraocular pressure. There was a delay of a few second in the procedure, as the surgeon had to perform extra irrigation. The account commented that the material is not available for investigation. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed. A video was provided and it was evaluated. The solution being difficult to evacuate and remove from the posterior chamber after lens implantation has been identified. However the results are within specification. Minor variations can occur within the full span of the viscosity specification. The less cohesive behavior can be connected to batches at the lower end of the viscosity specification. Depending on technique and experience, while understanding that batches of this behavioral pattern are statistically uncommon, variation of procedure time may vary over time. Apart from the stated issue with procedure time variation, product safety is unaffected. Retained samples evaluation: functional test of the retain sample for healon pro lot# ub32755 was performed. The ovd (opthalmic viscosurgical device) solution was expelled in a controlled and smooth manner from two syringes. The products functioned as designed. Product deficiency related to current complaint was not found on retain samples. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.